Event description:
The customer reported "screen will not stay turned on." The field engineer noted that the system was intermittently not booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel board and the system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.